Event description:
Additional report indicated patient had the ipg was moved to a higher position thereby addressing the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient had pain at the ipg site which was hitting the belt line. As a result, patient may be awaiting surgical intervention to address the issue.